Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter became stuck on the guidewire, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece and no piece of the device was left in the patient. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
The complaint device was returned for evaluation with the stent loaded on the delivery system via suture. Visual examination revealed no damages to the stent assembly. The suture was found tensed and twisted around the proximal barb of the stent. The suture hole on the push catheter was found to be torn. The push catheter was found kinked near the hub. The guide catheter assembly was found stretched and broken close to the proximal end. The proximal fragment of the guide catheter was found stuck on guidewire, while the broken distal piece of the guide catheter remained inside the delivery system. The suture was separated from the delivery system to observe the distal end of guide catheter assembly. The distal end of guide catheter was found to have minor kinks and bends (suture impressions) which indicated that the suture embedded inside the guide catheter assembly during the deployment activity. The stretched and broken guide catheter indicated that force was exerted by the customer during deployment of stent or retraction of the guide catheter assembly. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy and/or customer maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter became stuck on the guidewire, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece and no piece of the device was left in the patient. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.